Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. D4 catalog #: unknown d4 lot #: unknown d4 expiration date: unknown h4: date received by manufacturer: unknown in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As there is no catalog number. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified bd lithium heparin blood collection tube would not fill and would ¿shoot out¿ from device when running assays. This has occurred with a few lots, no patient impact was reported. The following information was provided by the initial reporter: customer is reporting, "green lith/hep tube would not fill and would ¿shoot out¿ from device when running assays. This occurred a ¿few months back¿ with a few ¿batches.¿ the problem we had was with the lithium heparin green top tubes with the sponge style cap. It was our main green tube that we used 4 mil fill tube. The problem we had is the tubes would not fill to full capacity with every tube that was used and the tubes would not stay onto the holder for filling. They would always want to shoot off the holder. This was with bd butterfly needle and holder or straight bd needle with holder.